Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was an issue with the integrated electrosurgical generator unit (iesu) and there was an alleged injury to the patient. The initial reporter reported that they ¿believe the patient was burned¿ but no additional information was provided at the time of the report. The site requested that the iesu be checked due to the issue. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from both the surgeon and a nurse at the site: it was noted that the patient had a previous incisional hernia repair with mesh procedure. Bleeding was observed at a port site. Upon placing ports for this procedure (sleeve gastrectomy) and inserting an unspecified third-party 5mm trocar to cut mesh, the surgeon ¿hit a small blood vessel¿ resulting in some port site bleeding at port site #3 which was approximately 8 cm patient left of the umbilicus. No medical intervention was required at the time as ¿it was a bigger port through a small hole¿ and the bleeding had stopped upon port placement completion. The da vinci procedure was completed as planned without incident or complications. At the end of the case, the affected port site resumed bleeding ¿due to pressure being released¿ upon port closure. The surgeon used a third-party bovie instrument to stop the ¿minor bleeding,¿ which was described as less than 2-5ccs, that had ¿pooled at the port site.¿ the top layer of skin was cauterized, and the port site ¿suture closed like normal¿ with no other medical intervention required. The patient tolerated the procedure well and was reported as doing fine with no report of postoperative complications. The surgeon and nurse did not report any issues with the iesu. The surgeon said that the da vinci equipment and instruments worked as expected and as intended. There was no alleged energy delivery issue or otherwise known issue with the iesu. The surgeon said that this was ¿all expected¿ as the patient had a ¿previous incisional hernia repair with mesh¿. The surgeon attributed the cause of the bleeding to use of the third-party 5mm trocar that was used to cut mesh from a previous surgery.

Manufacturer narrative:
An isi field service engineer (fse) performed a system evaluation as a result of the initially reported complaint. The fse performed an electrical safety test and a functionality check of the iesu. The unit and system was noted to be functional and passed all tests with no errors. The fse was unable to reproduce the reported issue. The system tested and verified as ready for use. The system logs were reviewed for the date of the procedure and there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed and no relevant information was noted. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, port-site bleeding was observed which required cauterization to resolve. It was also mentioned that there was a possible burn injury; however, no further clinical information was provided regarding the burn injury. The location, severity, and cause of the possible burn injury are unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.